Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced pain at the site that was uncomfortable for sleeping. An unspecified revision of the neurostimulator was performed. The pt recovered without sequela.